Manufacturer narrative:
On (B)(4) 2019 immucor technical support used a remote electronic connection method to review results for the issue described. The errors were noted and no instrument problem was identified. On january 3, 2019 immucor performed retention testing with capture-r ready-ID lot id369 and retention vial of capture-r indicator cell lot 221230 with one anti e-positive and one anti e-negative in-house sample. Both samples reacted as expected. Anti e-positive sample reacted positive with cells 1, 3, 6 and 14 as expected. Anti e-negative sample reacted negative with all cells. On january 3, 2019 an immucor service technician examined the echo v2.0 instrument serial number (B)(4) at the customer site. The technician performed unexpected reaction checklist and cleaned probe rinse station proactively; instrument was found to be in specs for all modules and released to customer for use. No sample or product was returned to immucor for evaluation. The immucor internal report record number for this report is (B)(4).

Event description:
On (B)(6) 2019 a customer reported that they received unexpected negative reactions with capture-r ready-ID on an echo v2.0 instrument.